Manufacturer narrative:
Additional information: h4: the lot was manufactured in october 2024. H11: the actual device was not available; however, four photographs of the sample were provided for evaluation. Visual inspection was performed on the photo samples. Particulate matter was noticed either inside the sealed packaging or outside of the tubing and the white connector. The particles were not in the fluid pathway. The reported condition was verified. The cause of the issue could not be determined; however, the cause was possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix vented, micro-volume inlets had movable black/white particles and fibers. This was observed during inspection of the material. There was no patient involvement. No additional information is available.